Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that the mount fractured in the implant and a part of it remained inside the implant. Another implant has been placed. Tooth#46.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,4.7mm,8mm (tsvmwb8) was returned for investigation. However, the mount was not returned. Visual evaluation of the as returned product identified signs of damage due to removal process. Device history record (DHR) review was completed for the subject lot number 1234103. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234103) for similar event (complaint keyword category: fracture : mount) and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was nonverifiable without the product (mount) return.